Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was an inaccuracy between the intended dose and dose recorded. It was reported that the insulin pen recorded about five doses that were not entered by the user. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.